Manufacturer narrative:
Smith & nephew received the above named product reported as a field complaint. The affected device was returned and evaluated. An investigation was performed by the research and development department which noted the tibial tray grit blast surface had no bone cement attached and the surface appeared burnished which indicated a degree of loosening of the tibial tray component. There was also scratching and wear observed on proximal portion of tibial insert. The insert showed pitting and abrasion which indicated the presence of third body particles in the articulating areas. This could have been caused by boney debris or bone cement in the articular space. The exact cause for the lack of bone cement and subsequent loosening could not be ascertained from the analysis. Laboratory tests have shown that cement preparation, cement surface contamination, and surface roughness can have an effect on cement adhesion.

Event description:
It was reported that a revision surgery was performed due to loosening.